Event description:
PICC placed in pt on (B)(6) 2011 - pt returned following day for review and followup and PICC was gone. Hub and statlock were still in place but PICC had migrated to pulmonary artery. Pt was transferred to emergency room and then to another hospital where PICC was removed through the groin area. Pt had a 3-day hospital stay as a result of migrating PICC.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of review showed no other similar product complaint(s) from this lot number.